Event description:
It was reported that the patient's right atrial (ra) lead caused an atrial lead warning for low lead impedance. Due to the low lead impedance the ra thresholds increased, thus the patient was programmed to high output in the ra. The lead was capped and replaced. The patient's right ventricular (rv) lead impedance was in range but current trending reported significant decrease in impedance with associated rise in thresholds. The lead capped and replaced. Due to the rise in thresholds and the associated increase in programmed outputs for both the ra and rv, thus the device did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.